Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons were not responding properly when changing out the reservoir. The blood glucose reading was 336 mg/dl. The customer was unable to troubleshoot for the high blood glucose due to the unresponsive buttons. The customer treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.